Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10817r21, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause. Dispense accuracy testing reportedly displayed over infusion with odd graphing. It was decided more non-destructive testing was needed to help find the root cause; once further testing is done additional analysis findings/data will be added or updated dependent on findings.

Event description:
It was reported that "sometimes the pump would have a large amount of drug left at refill." This was noted to have occurred on several occasions, and there were no records of a motor stall according to the physician. The patient was noted to have experienced pain. The pump and catheter were noted to have been replaced. The medication used within the system was infumorph. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information received reported that the event onset was in 2012. The patient was first seen to discuss the issue on (B)(6) 2012 and again on (B)(6) 2013. It was stated that surgery took place on (B)(6) 2013. The patient had follow-up appointments on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8709, lot# j10817r21, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.